Event description:
It was reported that the speaker cable broke and the alarms could not be heard. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and confirmed the customer's allegation. The cause of the issue was the speaker has a torn connection cable. The speaker was replaced, and functional tests were performed. The device was operational after repairs were completed and remains at the customer's site.